Event description:
It was reported that while trying to use the zimmer air dermatome ii, the lever handle was pressed and nothing happened. As the physician was about to release the lever, without warning the handpiece engaged. It was reported that this was repeated several times with the same results. The physician did not make any graft passes, so the dermatome did not come in contact with the patient. The surgery was delayed by a few minutes in order to retrieve another device for use. There was no report of patient or user injury associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/29/2012 and was last repaired on 05/22/2013 for a non-related issue. Evaluation of the device observed no visible issues related to the lever handle. The reported issue could not be reproduced. However, the control bar was observed to be damaged. Prior to repair, the device met all thickness calibration settings and the motor ran within specifications, at a constant speed. Damage observed on the control bar should not have caused the reported event. The reported event could not be verified, as testing determined the device operated within specifications. The device was serviced and returned to the customer.